Event description:
The rptr stated that she did a meter to health care professional meter comparison, side by side. The results were 230 mg/dl on her meter vs 160 mg/dl on the dr's meter (type not given). No symptoms were reported.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8